Event description:
The generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was experiencing pain in chest and neck with the inability to move their left arm. The physician reported that patient was having vasovagal attacks with their vns as well. No additional relevant information has been received to date. No surgical intervention has been reported to date.